Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: could you please confirm if the 12 sutures broke while knotting? Yes. Device return status: sample received. Post evaluation and shipment rmao will be updated. Did the event occur during one or multiple patient procedures? One patient procedure. What is the total number of procedures? One. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). No. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength -= 275 g /m. Related reports: 2210968-2022-04581, 2210968-2022-05315, 2210968-2022-05316, 2210968-2022-05317, 2210968-2022-05318, 2210968-2022-05319, 2210968-2022-05320, 2210968-2022-05321, 2210968-2022-05322, 2210968-2022-05323, & 2210968-2022-05325.

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2022 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/13/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Complaint sample: one intact reference sample along with 02 opened zipper trays and lids were provided for testing for code vp2346 lot t1016. Received reference sample was visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The received sample was further tested for knot pull tensile strength test and found to be meeting the specification requirements. Individual knot pull value of reference sample- 53.38 n (against individual knot pull test requirement 29.40 n). Opened 2 zippers trays were visually inspected and it has been observed that complaint sample foil as well as impacted suture needle was not provided. Batch record review: as a part of further investigation batch manufacturing record was reviewed for code vp2346 lot t1016.the batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch record review, it has been observed that there was no issue related to the suture quality and processing of this incident lot. Retain sample: five retain samples of incident code vp2346 lot t1016 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull test and found to meet the specification. As the complaint is related to performance-breakage suture, knot pull tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to be 52.50 n and value at the time of finished good release was found to be 48.29 n which meets the usp average knot pull tensile strength requirement i.e. Nlt 38.20 n. All the individual as well as average knot pull tensile strength values of retain sample were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident was one and isolated case for code vp2346 lot t1016. No other event was reported for same description from other parts of country. Considering above investigation adequate to address the reported complaint, this complaint is recommended for closure approval. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - 275 g /m. Related reports: 2210968-2022-04581, 2210968-2022-05315, 2210968-2022-05316, 2210968-2022-05317, 2210968-2022-05318, 2210968-2022-05319, 2210968-2022-05320, 2210968-2022-05321, 2210968-2022-05322, 2210968-2022-05323, 2210968-2022-05324, & 2210968-2022-05325.